Event description:
It was reported that an 8f angio-seal sts was deployed in patient. A large hematoma formed at the site immediately following closure. The patient had been anticoagulated with reopro, plavix and heparin 500 units per hour during the procedure. Patient's activated clotting time was reported to be 308. A femostop was applied at 200mmhg and weaned over several hours. The patient became hypotensive later that evening, and was given atropine and placed in trendelenburg position. A CT scan confirmed the patient was bleeding into anterior thigh. It was also determined that the patient had developed thrombocytopenia secondary to the administration of reopro. The pt was recovering at the time of this report. The physician did not believe that the bleeding was attributable to the device. The patient was discharged in stable condition with no further consequences.